Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Unable to perform DHR check due to an unknown lot number for needle clog. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not deliver the medication during use. The following information was provided by the initial reporter: verbatim: consumer reported, no insulin flow when taking injection. Stated, he does prime. Discarded samples and box. Consumer is running out of pen needles to get him through the rest of the month. Reached out to pharmacist who agreed to give him a box today at no charge and I will send the box back to store cl¿.